Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of intraocular lens (iol) into the patient's left eye, iol was fully implanted then removed and replaced during the same procedure due to folding issues. Another lens of same model and same diopter size power was used to complete the procedure. No other adverse events. Patient fine post-op. Reportedly, event may have been unfolding issue more than folding issue because lens was actually inserted. The doctor had concerns so he removed the iol and replaced with back-up iol. It was noted that extra maneuver done to remove the iol in that a mackool forceps was used. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar. 30, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut into three pieces (one piece missing). A kinked haptic and damage on the lens could be observed which are consistent with a lens that was handled. The complaint issue dc-unfolding issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.